Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had escalating amounts of drainage from the output following the implant and started to have flow issues. The patient was taken urgently to the operating room for exploration. A large mediastinal hematoma was encountered along with multiple bleeding sites throughout the chest wall. The space was irrigated and the sternum was closed. It was reported that the patient right heart failure. Following the left ventricular assist device (lvad) placement and bypass, the patient remained coagulopathic and vasoplegic. Pressors were at maximum doses and the flowing more than 4.5 l/min on lvad continued to have low mean arterial pressure. The decision was made to have an right ventricular assist device (rvad) placed. The patient was given inotropes and vasodilators as additional treatment. The patient remained on inotropic and pressor support with ongoing rvad support. If the patient is hemodynamically stable it will be attempted to wean rvad. The right heart failure did not exist pre-implant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multiple organ failure. It was reported that the patient's outcome was not device related and the device operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21apr2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding and multiple types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure, and right heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Death is also listed as an adverse event. Section 1 of the IFU provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.